Manufacturer narrative:
Concomitant medical products: cook zimmon pancreatic stent 7-15 (unknown reference part number) investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided, we cannot complete a full evaluation. The photo confirms distal end wire guide coating damage. The wire guide coating appears to have come off of the wire guide starting at the proximal end of the coil spring. The photo shows a small portion of coil spring exposed in additional to bare core wire. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photo provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. The report indicated "physician used extreme force to get the wire inside stent when releasing the stent", this may be contributed to the wire guide coating damage. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. Prior to distribution, all acrobat 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat 2 calibrated tip wire guide. The wire stripped when placing a long cook 7-15 zimmon pancreatic stent in the bile duct. The physician used extreme force to get the wire inside stent when releasing the stent. Another manufacturer's extraction balloon was used.